Event description:
Affiliate reports that following surgery for a lumbar disc, it was noted that a screw from the rongeur was missing. An x-ray was taken the following day which revealed the screw was left behind in the pt. A second surgery was performed the following day to remove the screw.